Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high pacing thresholds. The right ventricular automatic threshold (rvat) test failed due to fusion beats. Therefore, the electrogram (egm) exhibited loss of capture (loc). Technical services (ts) recommended further testing of the rv lead as the tissue contact seemed marginal, but it was not conclusive. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high pacing thresholds. The right ventricular automatic threshold (rvat) test failed due to fusion beats. Therefore, the electrogram (egm) exhibited loss of capture (loc). Technical services (ts) recommended further testing of the rv lead as the tissue contact seemed marginal, but it was not conclusive. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that further testing has not been able to be performed since the patient did not show up at the clinic. No adverse patient effects were reported. This rv lead remains in service.